Manufacturer narrative:
Follow-up # 1 date of submission 05/01/2014 - device evaluation:the meter remote has been returned and evaluated by product analysis on 04/18/2014 with the following findings:a review of the meter download showed that an error 1 sub code 17: initializing rf failed was recorded. During testing, the pump powered on normally and was paired successfully with a test pump. No errors occurred during investigation. The complaint of the meter remote emitting random error 1 messages was observed in the meter download but was not able to be duplicated during investigation.

Manufacturer narrative:
The meter has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. It was reported that the meter was randomly emitting ¿error 1¿ messages. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.